Event description:
It was reported that the pt's stimulation was turning off. She would notice a return of symptoms, she'd check her device, and see that it was off. When her device was on, she would receive good symptoms relief. The company rep confirmed that the pt's device has not shut off in the past 3 days.

Manufacturer narrative:
(B) (4)